Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jugq3281 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the IV stat lock malfunctioning where the tubing split. No other information was provided.

Event description:
It was reported the IV stat lock malfunctioning where the tubing split. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the tubing was confirmed but the cause is unknown. A photograph of a 6¿ macro extension tubing set from an IV select statlock device was returned for evaluation. A longitudinal split was seen approximately midway in the tubing. The tubing appeared ballooned outward at the split site. Residual material from use was observed in the tubing, distal of the split site. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include over-pressurization of the tubing, repetitive clamping in the same region of the tubing, and material damage.